Event description:
It was reported that the apexpro telemetry server (ats) shut down resulting in a loss of monitoring for approximately 5 to 10 minutes affecting up to 20 patients. The loss of monitoring was noticed immediately and the patients were readmitted to an alternate ats. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unknown.